Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check therapy pad" messages and a damaged cable) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure and the reported messages was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "check therapy pad" messages and stated that an electrode belt cable was damaged.